Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
The monitor was returned for evaluation. The reported problem displayed a service code, potentially indicating a potential device malfunction. The monitor is under investigation. Reporting out of an abundance of caution.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of the monitor has been completed by engineering. The reported problem (service code) was unable to be duplicated. Per 91c0011, the service code indicates an error was detected during startup when configuring a peripheral internal to the microprocessor. The data record can be interrogated to identify the specific peripheral along with any contextual information available. Per engineering report, the service code event was likely due to a communications issue between the belt node and ECG "a". There was no adverse event that occurred related to this issue. The root cause for the service code was unable to be positively identified. No adverse event resulted from the damaged monitor.